Event description:
The rotator broke during injection. Injector was set at 12cc for a total injection of 36cc. The linear rise was set at .5 seconds. There was spray of contrast. No harm or injury was reported. This customer reported this incident happened two other times but they did not provide enough info or clinical details for the additional events. The customer is not expected to return any defective devices. Therefore, this single form 3500a report will be submitted for this complaint.

Manufacturer narrative:
Device eval: the suspect device has not been returned for eval/investigation. A follow-up report will be submitted when the eval is completed. Eval: conclusions: a follow-up report will be submitted when the device eval has been completed.